Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in a coronary vessel. A 32x2.50 mm promus premier¿ stent was advanced to treat the lesion. However, upon advancing the device, the stent got dislodged which was then removed with the guiding. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: promus premier ous mr 32 x 2.50mm stent delivery system was returned for analysis without a stent. No stent returned. Stent separated from sds. There was no stent on the balloon. The balloon was reviewed and no damage was noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the balloon body indicating correct positioning and crimping of the stent prior to the complaint incident. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in a coronary vessel. A 32x2.50mm promus premier stent was advanced to treat the lesion. However, upon advancing the device, the stent got dislodged which was then removed with the guiding. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.